Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient with unknown age, race, and ethnicity underwent revision breast augmentation with a 625cc mentor smooth round moderate profile and experienced left side breast implant deflation postoperatively. The patient underwent bilateral explantation and replacement with mentor gel prosthesis on (B)(6) 2020.

Manufacturer narrative:
On january 20, 2021, the mentor failure analysis lab received the two devices for evaluation. One was unknown lot number and other with lot number 6505218. Since no response was received after multiple follow ups, lot 6505218 is being considered as the effected device, and concomitant as gel implant 625cc. Field d4 for lot number has been updated to 6505218 on this form. A manufacturing record evaluation (mre) was performed for lot 6505218, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturing date is after the date of implant of lot 6505218 per manufacturing record evaluation (mre) completion. Additional follow-ups are in progress for clarification. When information is received, a supplemental report will be submitted. On february 11, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 625cc breast implant had a crease/fold on the posterior view. Additionally, a tear was found within the crease/fold, measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. A second product was received (unknown lot). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Manufacturer¿s reference number: (B)(4).